Manufacturer narrative:
H4: the lot was manufactured between august 14, 2022 and august 16, 2022. H10: the device was received for evaluation. Unaided eye visual inspection along with magnification observed a loose particle inside the fluid pathway of the sample that resembled the septum area of the spike port assembly. The condition likely occurred when the bag was initially spiked. The particle from the bag was further analyzed using microscopy and fourier transform infrared spectroscopy (ftir). The particle was colorless and was a circular shaped disc; the end of the administration port showed a missing membrane. The ftir spectra generated from the circular disc and the material inside the opening of the port were both consistent with phthalate plasticized polyvinyl chloride (pvc). The colorless disc in the bag was a portion of pvc from the port tube. The reported condition was verified. The cause of the damaged port could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign particulate matter (pm) was observed within a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was described as, ¿a plastic ¿disc¿ within the IV bag¿. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.